Event description:
The report received from the affiliate indicated that while preparing the outback ltd re-entry catheter for use, the physician noted that the needle was not fully retracting. There were no anomalies noted on the outer or inner packaging prior to opening the product. There were no reported product anomalies noted prior to removal of the device from the packaging. The catheter was prepped in a straight configuration. The handle deployment slide was locked in the proximal position. The cannula/needle did not actuate smoothly. The product was not clinically used in the pt. There was no reported pt injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.